Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vedp, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that it had not helped at all since the implant. She still had leakage. The patient went to the health care professional (hcp) office once per month every two weeks for a while. They did not plan to go to their hcp again until october. The patient had two bladder infections about a month or so ago. The patient went back to the hcp on (B)(6) 2015 and their urine was clear. Their symptom control was not 50% or better. The implant was not helping. Additional information received from the consumer on (B)(6) 2015 reported that she had not experienced any improvement in symptom control yet. She was working with the hcp and believes the hcp had her on program 2. She was on program 1 before and it was set all day to 8.5 volts. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain t his information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said the battery has depleted and the patient doesn't want to have surgery to remove the system; ins depletion was confirmed in (B)(4) 2018. Patient added they had regular reprogramming sessions and tried, but therapy just didn't help; they asked about botox use. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to inquire about botox use. No further patient complications have been reported as a result of this event.